Manufacturer narrative:
The device and a photo have been provided for review. The company is still investigating the issue at this time. The catalog number identified has not been cleared in the us, but is similar to the powerport that are cleared in the us. The pro code for the powerport products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 1806060j implantable port allegedly experienced failure to infuse. The information was received from one source. The malfunction involved a patient with no patient injury. Patient information was not provided.

Manufacturer narrative:
H10: a lot number was not provided for the reported malfunction and a lot history review will not be performed. The device and a photo have been provided for review. The device evaluation was unable to identify a suction problem. A root cause could not be determined. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport that are cleared in the us. The pro code for the powerport products is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 1806060j implantable port allegedly experienced failure to infuse. The information was received from one source. The malfunction involved a patient with no patient injury. Patient information was not provided.